Event description:
Per info received: an echocardiogram showed paravalvular leak. During explant of the valve, the valve was noted to have "torn loose" from the annulus. The pt suffered a stroke and has right-sided paralysis. The valve was replaced with a tissue valve. The pt is recovering from stroke.